Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the right eye (od) at 6 day post op exam. There was a loss of 2 lines of best correct visual acuity reported. The flap was lifted and rinsed (irrigation) to resolve the striae on the right eye. The symptoms have been resolved. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 2.00 x .00 x 102. Left eye pre-op 20/20 2.00 x -1.00 x 70. Post-op; bcva from (B)(6) 2015: right eye post-op 20/30 -1.25 x -.50 x 92. Left eye post-op 20/20 .25 x -.25 x 160.